Event description:
Harmonic scalpel device stopped working. Was able to finish surgery with a laparoscopic hook. Generator code "remove from patient blade issue". New device opened. Case completed with no further issues.